Manufacturer narrative:
Product complaint (B)(4). Investigation summary cssd reported. No information on extent of damage. Surgeon unknown. Part of consigned sets, trays and serial numbers unknown. Tagged as damaged and available for collection. Urgent replacement please for high volume hospital. The device associated with this report was returned to depuy synthes for evaluation. Visual analysis of the returned sample revealed that femoral/humeral head impactor is missing the handle, only the head impactor tip was returned for evaluation. The returned replaceable component was found severely deformed and chipped around the edges. The observed condition was identified as an end of life indicator since it's a replaceable component; damage consistent with repeated use and servicing. The lifecycle requirements of the device are event related and depend on the use and inspection of the device in clinical practice. As the device can be damaged on the first or 100th use, the device must be properly inspected prior to each surgical use. Refer to the device/country specific IFU for information related to end of life, reprocessing instructions, and inspection procedures. The overall complaint was confirmed as the observed condition of the femoral/humeral head impactor would have contributed to the complained issue. Based on the investigation findings, the potential cause is traced to end of life, and it has been determined that no corrective and/or preventative action is required. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot the device lot number is unknown, therefore a device history review could not be performed. If the lot/serial number becomes available, the record will be re-assessed. This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Cssd reported the instrument was damaged. Visual analysis of the returned sample revealed that femoral/humeral head impactor is missing the handle. The returned replaceable component was found severely deformed and chipped around the edges.